Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that while placing the accucath the coiled tip of the accucath sheared against the needle bevel and embedded in the patient's skin. Completing accucath training with trainee in the ER. The trainee was placing an 18g 2.25 inch accucath in the right upper arm of the ER patient. While placing the accucath the coiled tip of the accucath sheared against the needle bevel and embedded in the patient's skin. Nurse immediately withdrew the small, coiled piece of wire out with her fingers. Catheter was never advanced into vein. Tourniquet was still applied and xray was ordered to ensure no part of the device or wire was left in the arm. Xray result was negative for any foreign object. Accucath was not able to be placed in arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 18g x 2.25in. Accucath ace device. A gross visual inspection of the returned components found that the coiled tip of the guidewire was broken. Microscopic inspection of the fracture site found that the surface was granular and the guidewire diameter narrowed as it approached the fracture site. Both of these features are characteristic of a strong pull on the wire. Inspection of the needle and catheter tip found no deformation to the components. Based on the available evidence, there were not enough features identified to conclusively determine a root cause. It is likely that tensile stress contributed to the break of the wire. However, it could not be determined how this occurred. Therefore, the root cause remains unknown.

Event description:
It was reported by customer that while placing the accucath the coiled tip of the accucath sheared against the needle bevel and embedded in the patient's skin. Completing accucath training with trainee in the ER. The trainee was placing an 18g 2.25 inch accucath in the right upper arm of the ER patient. While placing the accucath the coiled tip of the accucath sheared against the needle bevel and embedded in the patient's skin. Nurse immediately withdrew the small, coiled piece of wire out with her fingers. Catheter was never advanced into vein. Tourniquet was still applied and xray was ordered to ensure no part of the device or wire was left in the arm. Xray result was negative for any foreign object. Accucath was not able to be placed in arm.